Event description:
A patient reported experiencing inaccurate low results with a surestep original meter. The patient's blood glucose results were 89mg/dl (meter), 135mg/dl (lab). Tests were done 30 minutes apart with a difference of 34%. Patient did not experience any adverse events. No further information has been reported.